Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006 (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: large incisional hernia covered by a skin graft. Postoperative diagnosis: large incisional hernia covered by a skin graft. Procedure: excision of skin graft and closure of large incisional hernia with mesh (gore-tex dual mesh 20 x 20 centimeters). Findings: ¿old skin graft, multiple adhesions.¿ complications: none. Indications: this is a 24-year-old gentleman who approximately a year ago had a gunshot wound to his abdomen. This was a significant injury and in fact he spent over six weeks in the hospital. At that time they were unable to close his abdomen and opted to skin graft over his bowel. He survived and currently has a large incisional hernia covered by a skin graft. He presents at this time for repair. Description: ¿the patient was prepped and draped in the usual sterile fashion after adequate general anesthesia had been achieved. At this point the old skin graft was incised leaving approximately 2 to 3 centimeters on either side connected to the normal skin. This was done all with 15 blade sharp dissection. The neoperitoneum was encountered and this was completely removed again using sharp dissection. No enterotomies were made. The skin was sent for gross. At this point underneath the native abdominal wall the dissection was carried out laterally to either iliac crest and superiorly up above the liver and above the ribcage. With this completely mobilized a gore-tex piece of mesh that was approximately 30 x 20 centimeters was trimmed around the edges and placed directly on top of the bowel, the rough edges up. Then using interrupted 0 vicryl sutures in a horizontal mattress fashion the mesh was attached to the undersurface of the abdominal wall. These were serially placed and serially tied circumferentially as in the face of the clock. In between these areas a tacking device was then used to secure the remaining mesh to the abdominal wall. This was done circumferentially as well. At this point a running 0 prolene was used to attach the fascia at its cut edge to the gore-tex mesh. This was done using a running 0 vicryl suture. The skin was mobilized and appeared to be able to be closed in the midline except for a small area superiorly, so all of the old skin graft was completely removed and then using 3-0 nylons and staples the skin was able to be closed over a drain. The patient returns to recovery in stable condition.¿ on 2006 (B)(6) hospital . Implant record. Mesh dualmesh. Lot number: 04098847. Catalog number: 1dlmc07. Size: 20 x 30. Site: abdomen. Exp date: 12/18/10. The records confirm a gore® dualmesh® biomaterial (1dlmc07/04098847) was implanted during the procedure. [Missing records: records for the CT scan showing ¿fluid collection/abscess above the mesh in the anterior abdominal wall¿ were not provided.] On (B)(6) 2017 (B)(6) medical center. (B)(6). Operative report. Preoperative diagnoses: mesh infection, anterior abdominal wall abscess. Procedure: I and d and wound vac placement, more than 50 cm quadrant. Postoperative diagnoses: mesh infection, anterior abdominal wall abscess. Indication: this is a 35-year-old male transferred form hunters creek ed because of anterior abdominal abscess. CT abdomen and pelvis was obtained, which showed fluid collection/abscess above the mesh in the anterior abdominal wall. On physical examination, there was a pus present in the anterior abdominal wall incision. I and d was indicated. After alternatives, risks, complications including, but not limited to, need of additional surgery, infection, bleeding, sepsis, and need for complete removal off [sic] mesh explained to him in detail. He understood and written consent was obtained. Description: ¿the patient was brought to the or and placed on or table in supine position. General endotracheal anesthesia was induced by anesthesiologist. The patient received preoperative zosyn and vancomycin. Time-out was performed and all members of the team were in agreement with planned procedure and patient identity. A midline incision was made at the site of previous incision and deepened with electrocautery in the length of about 30 cm. Pus was evacuated and specimen was sent for culture and sensitivity. Abscess cavity was identified, which was 30 cm x 30 cm above the mesh. Pus was evacuated and the abscess cavity was irrigated with normal saline. Hemostasis was obtained with electrocautery and it was satisfactory. A black sponge was placed in the wound feeling [sic] the wound and then a film drape is applied over the top to create a seal around the dressing. A hole in the middle of the film dressing was made and the drain was connected to the pump via the tubing system and a good seal was obtained at the pressure of -125 mmhg. At the end of procedure, all instrument counts and surgical pads were reported as correct.¿ on (B)(6) 2017 [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2017 procedure was not provided.] On (B)(6) 2017 (B)(6) medical center. (B)(6) . Operative report. Pre-procedure diagnosis: infected abdominal mesh. Intra-abdominal abscess. Post-procedure diagnosis: same. Procedures: explantation of infected mesh. Drainage of intra-abdominal abscess. Primary ventral hernia repair. Nineteen french blake drain placement. Technique: ¿after informed consent was obtained. The patient was taken back to the preoperative holding area. With the correct patient correct site was identified. The patient was then taken back to the operating room. General anesthesia was carried out without apparent complication. Patient was prepped and draped in usual sterile fashion. Time-out was done. Preop antibiotic was given. His previous open wound would mass exposed was then further opened up superiorly and inferiorly. The mass was then expanded from the intra-abdominal process. There is sutures and also protac metal tacks that was anchored to the mesh were removed. The mesh was then explanted from the site. There is a large purulent drainage seen. Culture was done. The abdomen was irrigated after the mesh was removed. The abdomen appears to be frozen. No bowel injuries identified. The open abdomen was then irrigated out. The fascia was then identified. There was undermining of the skin was done to create a skin flap to create room for the fascia closure. At this point decision was to close the fascia and to not put any additional mesh given the infected field. Fascia was closed in a running fashion with 1. Looped pds x2. The subcutaneous tissue was then copiously irrigated out as well. Hemostasis obtained. Prior to the closing of the fascia at the in 19 french blake drain was placed intra-abdominally with the stab incision to the left lower quadrant area. It was then sutured to the skin with nylon suture. Again the drain is intra-abdominal drain. The skin was reapproximated loosely with nylon in vertical mattress fashion. The in-between space of the suture was then packed with 4 x 4 wet to dry fashion packing. Five was placed. Sterile dressing was then placed the drains connected to suction to a grenade in good sections sent. No complications seen. All counts were correct x2 at the end of the case.¿ findings: ¿infected mesh with large amount of purulent material. Also protac medical tacks where [sic] identified and removed. Abdomen was frozen.¿ specimens removed: infected mesh. On (B)(6) 2017 [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2017 procedure was not provided.] On 2017 [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh. Additional event specific information was not provided.